Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccur. The customer acknowledged and understood the instructions.